Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose was 489 mg/dl. Customer stated that there was a 911 call last (B)(6) 2015 for their high blood glucose. Customer was feeling weak, had frequent urination, dehydrated and nauseous. Customer was treated with liquids, IV and insulin drip. Customer was wearing insulin pump at the time of 911 call. Customer stated there was discoloration like brownish color on the insulin pump. Customer declined to continue the troubleshooting. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.